Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4). The device remains.

Event description:
Per the clinic the patient experienced chronic inflammation and skin overgrowth at the abutment site resulting in skin revision using silver nitrate as well as a skin graft to the site. The patient was also treated with a steroid cream (date not reported); however the issue could not be resolved. There are plans to replace the abutment but it is unknown if this has occurred as of the date of this report (B)(6) 2017.

Manufacturer narrative:
Per the clinic a skin revision was performed on (B)(6) 2017, under a general anaesthetic during an abutment change. This report is submitted on (B)(6) 2017.